Event description:
Home patient (hp) reports calling baxter tech svc ctr for assistance in troubleshooting an alarm, pt was connected to homechoice device during prime. Hp was assisted in ending treatment early and was instructed to contact rn. Unit rn reports being unaware of incident, rn reports no pt injury or medical intervention required as a result of incident.